Event description:
The patient's family member contacted lifescan alleging that the patient's one touch ultra meter was reading inaccurately and reading in the incorrect unit of measurement. The medical affairs specialist left a phone message for the patient and spoke with the patient in 04/2005. The patient obtained a fasting am result of 13.1 mmol/l (converts to 236 mg/dl) on the reported meter while having no symptoms of high or low blood glucose level. The patient interpreted the meter result to be 131 mg/dl. Within 20 minutes, a result of 258 mg/dl was obtained on the doctor's device at the patient's routine every 3-month check-up appointment. The patient was advised to contact lifescan regarding their meter. They had been taking their ususal daily medications and was reporting their meter results to the physician's office every 2 to 3 days. Their doctor had been adjusting their insulin dosage based on the meter results. Though the meter results had been rading in mmol/l instead of mg/dl for an unknown period of time, the patient did not experience symptoms of high or low blood glucose level and did not require medical intervention. The customer care representative (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The meter had previously been set to the correct unit of measurement. The patient had not recently changed the unit of measurement in the meter settings. The meter, test strips, and control solution were replaced. The patient tested with the replacement meter and obtained an am result of 136 mg/dl.